Event description:
It was reported that a new ilet user experienced hyperglycemia after a meal, with the pump indicating a rising glucose and the contact detach infusion set site observed to be filled with blood; the user was guided through an infusion set change (contact detach 23 inch, 6 mm) and advised to monitor glucose. Symptoms included no reported clinical symptoms. Outcomes included no need for external assistance and no medical intervention or hospitalization. Investigation included customer care troubleshooting and user education. Investigation of this case revealed suspected infusion site failure or occlusion at the set site as evidenced by visible blood at the insertion location, with hyperglycemia detected by the system and addressed by set replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.